Event description:
Event description guidant received information that the patient with this implantable pacemaker (ipm) is feeling symptomatic after receiving the device. Her pulse was in the 30s while at the doctors office. The local sales representative checked the device and found atrial sensed events in the 30-40 beats-per-minute range. The patient has frequent premature ventricular contractions and premature atrial contraction.